Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm (line number 1935 file number 0) is found in the formatted history file. Problem isolated to the electronic assembly as per global logic analysis (esf# 363776). The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm, able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.